Manufacturer narrative:
It was intended that a service call be scheduled in order for a ge service representative to evaluate the system. The service call was declined at the customer's request. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9800 would not fluoro had to be reinitialized to be operational. There was no adverse patient involvement reported. There was no patient information reported.